Event description:
It was reported that there was an over infusion of benlysta (880mg in 250ml normal saline). The medication was intended to infuse over 2 hours as the patient had a history of developing migraines when benlysta was infused over shorter timeframes. The intended rate of infusion was 125ml/hours and the volume to be infused was 250ml. However, 250ml of medication was found to have infused within one (1) hour. The event was discovered at 1155. Upon discovery, the clinician adjusted the rate of infusion for the remaining medication to 70ml/hour. The clinician proactively offered the patient a dose of benaldryl and tylenol in an attempt to mitigate migraine symptoms. After receiving the benadryl and tylenol, the patient remained with the clinician for an additional hour. The patient complained of "the beginnings of the migraine /felt foggy". At this time, the patient's blood pressure was measured to be 178/94mmhg. After waiting again for over 30 minutes, the patient's migraine did not develop further and blood pressure was observed to be stable. The patient was released home.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of benlysta (880mg in 250ml normal saline). The medication was intended to infuse over 2 hours as the patient had a history of developing migraines when benlysta was infused over shorter timeframes. The intended rate of infusion was 125ml/hours and the volume to be infused was 250ml. However, 250ml of medication was found to have infused within one (1) hour. The event was discovered at 1155. Upon discovery, the clinician adjusted the rate of infusion for the remaining medication to 70ml/hour. The clinician proactively offered the patient a dose of benadryl and tylenol in an attempt to mitigate migraine symptoms. After receiving the benadryl and tylenol, the patient remained with the clinician for an additional hour. The patient complained of "the beginnings of the migraine /felt foggy". At this time, the patient's blood pressure was measured to be 178/94mmhg. After waiting again for over 30 minutes, the patient's migraine did not develop further and blood pressure was observed to be stable. The patient was released home. During a subsequent on-site visit clinicians provided additional information to bd clinical practice consultant. The clinician administered benlysta as a secondary line with normal saline running as the primary line. The benlysta infusion was programmed in guardrails. When initially programmed, the benlysta automatically defaulted to duration over volume to run 150ml over 1-hour. However, the clinician adjusted the infusion settings to rate over volume, changing it to infuse 125ml with a vtbi of 250ml so it would run over 2-hours. This was done because the patient has a history of migraines from the medication and needs a slower infusion rate than normal when it is being administered. Within 45-50 minutes after starting the infusion, the clinician checked on the patient and noticed the IV bag was nearly empty. The clinician stopped the infusion and obtained a new pump module. The clinician then transferred the IV benlysta to the new module and continued administering the remainder of the infusion at a slower rate. The patient was also given 50mg of IV benadryl. The clinician indicated. IV benlysta is typically administered over 1-hour but was adjusted to a 2-hour infusion due to the patient¿s history of migraines, which occurred with the 1-hour infusion time. The infusion was programmed in guardrails as outpatient infusion but has since been updated in guardrails as oncology. During the programming, guardrails prompted a confirmation of the infusion settings.

Manufacturer narrative:
Correction: describe event or problem. Additional information: device eval by manufacturer?

Event description:
It was reported that there was an over infusion of benlysta (880mg in 250ml normal saline). The medication was intended to infuse over 2 hours as the patient had a history of developing migraines when benlysta was infused over shorter timeframes. The intended rate of infusion was 125ml/hours and the volume to be infused was 250ml. However, 250ml of medication was found to have infused within one (1) hour. The event was discovered at 1155. Upon discovery, the clinician adjusted the rate of infusion for the remaining medication to 70ml/hour. The clinician proactively offered the patient a dose of benadryl and tylenol in an attempt to mitigate migraine symptoms. After receiving the benadryl and tylenol, the patient remained with the clinician for an additional hour. The patient complained of "the beginnings of the migraine /felt foggy". At this time, the patient's blood pressure was measured to be 178/94mmhg. After waiting again for over 30 minutes, the patient's migraine did not develop further and blood pressure was observed to be stable. The patient was released home.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b, c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of benlysta-belimumab (880mg in 250ml normal saline) complaint was not confirmed or replicated during the investigation. The event was reported to have occurred on (B)(6) 2024 at 11:55 am. Review of the pcu event logs confirmed that at 9:54:03 am pump module s/n (B)(6) was programed as a basic infusion, suspected to be benlysta 880mg in 250ml normal saline per complaint description (rate=100 ml/h, vtbi=100 ml, 2-hour infusion). At 11:54:54 am the infusion completed and the kvo started. At 11:57:51 am, the kvo was paused, and the pump module was powered off (pvi=250.1ml). Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed. Sear functional tests observed no issues, and all tests passed. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door¿. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Inspection of the suspect pump module s/n (B)(6) and the concomitant pcu s/n (B)(6) did not observe any anomalies that would contribute to the reported event. No errors or malfunctions observed on the returned devices related to the reported complaint. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4)). The device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files 01564652 for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.